Event description:
It was reported that during a replacement procedure for this subcutaneous implantable cardioverter defibrillator (s-ICD), a stored treated and untreated episode was discovered. The patient received an inappropriate shock on (B)(6) 2022 due to small amplitude r-waves that resulted in t-wave oversensing. An untreated episode was stored (B)(6) 2022 showing the same morphology. The sensing vector was set to primary at the time of these episode, but was later reprogrammed to secondary. A smart pass episode was stored 2-sep-2022 where smart pass was disabled due to small amplitudes and long r-r intervals. Technical services reviewed the available device data and noted that in april 2023 the sense vector was programmed to alternate, which did show small amplitude r-waves. A review of the data from the new device showed appropriate sensing, a good time to therapy during the induction test, and it was noted that the primary and secondary vectors were suitable. No adverse patient effects were reported related to the inappropriate shock that was received. The explanted device was expected to be returned for analysis due to an observation of premature battery depletion. See FDA report number 2124215-2023-19946 for the reported premature battery depletion.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. A sensing signal was applied to all three sense vectors and no t-wave oversensing was observed. Analysis did not identify any device characteristics that would have caused or contributed to the small amplitude r-waves, t-wave oversensing, and inappropriate shock observed while the device was implanted.

Event description:
It was reported that during a replacement procedure for this subcutaneous implantable cardioverter defibrillator (s-ICD), a stored treated and untreated episode was discovered. The patient received an inappropriate shock on (B)(6) 2022 due to small amplitude r-waves that resulted in t-wave oversensing. An untreated episode was stored (B)(6) 2022 showing the same morphology. The sensing vector was set to primary at the time of these episode, but was later reprogrammed to secondary. A smart pass episode was stored (B)(6) 2022 where smart pass was disabled due to small amplitudes and long r-r intervals. Technical services reviewed the available device data and noted that in (B)(6) 2023 the sense vector was programmed to alternate, which did show small amplitude r-waves. A review of the data from the new device showed appropriate sensing, a good time to therapy during the induction test, and it was noted that the primary and secondary vectors were suitable. No adverse patient effects were reported related to the inappropriate shock that was received. The explanted device was expected to be returned for analysis due to an observation of premature battery depletion. See bsc reference # (B)(4) / emdr # 2124215-2023-19946 for the reported premature battery depletion.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.